Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise, rotation, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation, refractive surprise, blurred vision. The lens was repositioned but this did not resolve the issue. The lens was exchanged with a different power/length lens and the problem was resolved.